Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based upon the reported info.

Event description:
The reporter stated that the surgeon had to remove the implanted device as 5 out of the six screws were displaced from the plate. Integra has requested add'l clinical info from the reporter.